Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident of hyperglycemia requiring hospitalization within 24 hours of having attempted unsuccessfully to use the aviva system due to error within specifications. The device error was caused by the customer attempting to use expired strips. A request was made for the return of the system and a replacement was sent.